Event description:
It was reported that a patient underwent an open umbilical hernia repair on (B) (6) 2009. Post-operatively on (B) (6) 2009, the patient developed a mild infection of the umbilical incision. No intervention was undertaken to address this event at that time. The patient was seen on (B) (6) 2009 and (B) (6) 2010. The infected wound was opened up and a local dressing inserted. On the last check-up, the wound was almost closed per secondary intention.

Manufacturer narrative:
(B) (4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.